Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Review of data analysis revealed the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported.